Manufacturer narrative:
Device passed the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Scratches on display window noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that he was having high blood glucose. Customer's blood glucose was around 400 mg/dl to 500 mg/dl. Customer's blood glucose at time of call was 122 mg/dl. During troubleshooting, found no delivery alarms, bad battery alarm in history. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.